Event description:
It was reported that this pacemaker was part of a system revision due to a urinary tract infection and the device was near depletion. There were no additional adverse effects were reported. The pacemaker was explanted.